Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14apr2020. It was reported that crossing difficulty was encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid right coronary artery. Following pre-dilation with 2.00x20mm emerge balloon catheter, a 3.50 x 38 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's condition was stable. However, returned device analysis revealed stent damage.